Event description:
It was reported that the insulin pump alarmed during the infusion set change and prime process. The blood glucose reading is 109 mg/dl. The drive support cap is protruded. Advised the customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.